Manufacturer narrative:
Patient information are not available. Sample was serum. The sample was centrifuged at 3500 rpm for 15 minutes at 20c. Per the customer, the unit was performing within qc specifications with respect to controls and reproducibility. The customer previously reported the same issue in (B)(6) 2011 and patient samples were sent to bec for testing. No abnormalities were observed in the reaction profiles of the samples which were sent. Bec will perform several hardware checks on the customer's instrument.

Manufacturer narrative:
In (B)(4) 2012, a field service engineer (fse) from (B)(4) evaluated the instrument at the facility. The fse completed the investigation and confirmed operation of all the sub-systems of the analyzer to be in correct working order and within the manufacturer's published performance specification. Further visit by a beckman coulter technical expert indicates the laboratory utilizes heparinised as well as clotted samples on the au480 instrument. All patient samples are centrifuged at 3,500 rpm (rotations per minute) for 15 minutes prior to analysis. The samples appeared clear. Primary sample tubes were decapped manually and processed directly on the analyzer. No sample programming was performed on the analyzer. Through experimental verification internal studies and review of relevant literature, beckman coulter determines pre-analytical issue and poor patient sample quality to be the root cause. The findings have been communicated to the customer. Per the au480 user guide section 2.1.12, sample handling: use serum or plasma that is free of blood clots. If serum or urine that is not free of clots or suspended matter is used, the probe may clog and adversely affects the analysis results. Serum and plasma specimens should be adequately centrifuged and then separated from blood cells as soon as possible, to reduce the risk of adulteration. Prior to analysis, specimens should be free from suspended matter, such as fibrin. While the system has a sophisticated clot detection mechanism, this mechanism should not solely be relied upon, carefully inspect the samples.

Event description:
A customer contacted beckman coulter, inc. (Bec) to report a problem with a patient result for enzymatic creatinine for one (1) patient: abnormal reaction monitor without flag. The sample was rerun twice on the same analyzer which provided results that agreed with previous results for this patient. The result was generated on an (B)(4) with ise chemistry analyzer, used in conjunction with creatinine enzymatic r1 and r2 reagent (lot 1625). Results are shown below: run 1: 8.6 mg/l without flag, run 2: 10.9 mg/l, run 3: 10.9 mg/l. Run 1 result was not reported out of the lab. No effect to patient was reported in connection with this event.